Event description:
It was reported by service report that the foot end of the bed drifts down. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - faulty nut in lift motor.